Event description:
A hospital in massachusetts reported that an rd900 neopuff infant resuscitator was not working properly. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to the f&p service center in the us where it was inspected by a trained f&p service technician. Results: the f&p service technician reported that the manometer was out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining more information from the customer and evaluating the complaint device. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator was not working properly. There was no reported patient consequence.